Manufacturer narrative:
The field service representative (fsr) reviewed message history and identified no related errors that were generated by the alinity I processing module. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no subsequent tickets related to bar code misreads. There were no contributing factors found on or around the date of occurrence that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. This was the sole complaint related to a sample barcode misidentification with the alinity I system. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. A return or photo of the barcode labels was not available as the samples were discarded. A specific cause for the sample misidentification was not identified. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The customer observed mismatched data generated on the alinity I processing module between two samples. The samples were being run with the alinity I intact pth assay using barcoded tubes. The following data was provided: sid (B)(6) result at 15:22 = 55.11 pg/ml.. Sid (B)(6) result at 15:23 was <3pg/ml, repeat at 17:04 as initial result didn¿t match patient history at = 51.12 pg/ml. Both samples were repeated 2 days later as there were questions surrounding the initial results and if there was a sample mix-up caused by the instrument: sid (B)(6) result at 11:00 was <3 pg/ml. Sid (B)(6) result at 10:31 = 43.2 pg/ml. The customer thinks the initial run generated discrepant results due to mismatched ids. No additional impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed mismatched data generated on the alinity I processing module between two samples. The samples were being run with the alinity I intact pth assay using barcoded tubes. The following data was provided: (B)(6) result at 15:22 = 55.11 pg/ml, (B)(6) result at 15:23 was <3pg/ml, repeat at 17:04 as initial result didn¿t match patient history at = 51.12 pg/ml. Both samples were repeated 2 days later as there were questions surrounding the initial results and if there was a sample mix-up caused by the instrument: (B)(6) result at 11:00 was <3 pg/ml, (B)(6) result at 10:31 = 43.2 pg/ml. The customer thinks the initial run generated discrepant results due to mismatched ids. No additional impact to patient management was reported.